Event description:
The customer reported communication loss for all tiles on the central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
Technical support (ts) is working with the customer to figure out what the problem is. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) was in comm loss with all tiles. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was in comm loss with all tiles. No patient harm was reported. Investigation summary: nihon kohden technical support (nk ts) performed troubleshooting steps. Nk ts requested the customer check the wiring in the closet. The cns was rebooted using the reboot button on the network tab. The network wall port was incorrectly labeled. Nk ts requested clinical (cits) assistance who while troubleshooting, found that the ip address of the org was incomplete. A loaner unit was sent to customer. The loaner device experienced communication loss after being setup at the facility. A second loaner device was sent to the customer on ticket 300269457. The cns was not showing a device. Further troubleshooting led to a request of support from a clinical application specialist (cas). With the information available, a root cause cannot be determined. The most likely cause is related to a network error or hardware failure in the facility's network. No evidence of a device malfunction was found through troubleshooting with customer. A review of the serial number history shows no recurrence of the reported issue. Comm loss/signal loss is an error message notifying the user of loss of network communication between the monitoring cns or rns and that of the monitored devices. The message appears on an individual "tile" on the cns, corresponding to the communication loss of the monitored device. Other related events that may cause the issue are accidentally turning off the device, or accidentally unplugging the network cable of the monitored device, or user error. For transmitters, if there are transmitters assigned to adjacent channels of the network, there would be radio wave interference, and may cause signal loss. Other devices on the hospital network may also cause interference which could also cause communication or signal loss. Additional information: b4 date of this report, g3 date received by manufacturer, g6 type of report, h2 if follow-up, what type?, h6 event problem and evaluation codes, h10 additional manufacturer narrative.